Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or and also discovered a seroma in the chest pocket. Physician removed the ipg, drained the pocket, and closed.

Event description:
The patient returned to the physician with a continued infection. The physician brought the patient into the or and removed the stimulation and sensing leads.